Event description:
It was reported that the user experienced a low glucose event while using the system, noting a sensor issue and that the on-pump glucose was 52 mg/dl with a fingerstick of 60 mg/dl, after which the user consumed food and later reported a fingerstick of 143 mg/dl. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose without hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.